Event description:
It was reported to philips that the system was unable to boot, stalling at the boot countdown timer. The device was outside clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips remote service engineer (rse) inspected the system remotely and confirmed that the system was unable to start. Rse tried to restart the system still the issue persisted. Upon troubleshooting, field service engineer (fse) went onsite and found that the failure of the low voltage unit within the main cabinet resulted in the inability to power the communication hub and other components, thereby hindering the system's normal startup process. To resolve this issue, fse replaced dcps (direct current power supply). The defective dcps was returned to philips for analysis and confirmed failure due to 24v, 12v and 5v. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.